Event description:
It was reported, that the customer received, a continuous glucose monitor error 42. The customer, reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.